Manufacturer narrative:
(B)(4). Results: stent graft misplacement, arterial/venous occlusion, femoral to femoral bypass. Pre-operative rupture and severely calcified and diseased iliac vessels. Treatment of pre-operative rupture. Conclusions: pre-operative rupture and severely calcified and diseased iliac vessels, treatment of a pre-operative rupture.

Event description:
An endurant stent graft system was implanted in a pt for the endovascular emergent treatment of a ruptured terminal aorta and the right common iliac artery. Vessel morphology was reported as the iliac arteries were severely calcified and the pt was receiving peripheral intervention, which was ineffective. The physician implanted an endurant bifurcated stent graft, however, due to the narrow diameter of the aorta the ipsilateral limb did not open and there was no blood flow, therefore, the physician performed a femoral to femoral bypass and ligated the right common iliac artery. The stent graft was placed slightly high, partially covering the right renal artery. The physician was unable to precisely place the stent graft because there was a balloon inflated on the contralateral side, instead of a pigtail, to control the bleeding. There was good flow to the kidney. No clinical sequelae were reported and the pt is stable.